Event description:
It was reported that several days after a deep brain stimulation (dbs) lead implant procedure, the clinical study patient (a4080) experienced moderate oedema. The event was assessed as related to the implant procedure. There were no neurologic symptoms due to the event and no evidence of infection. The patient was hospitalized and administered methylprednisolone. Additional information was received that the patient experienced electrode oedema. Additional information was received that the patient has recovered and the event was resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: (B)(6).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202300 model: db-2202-30 serial: (B)(6) batch: 7079860.

Event description:
It was reported that several days after a deep brain stimulation (dbs) lead implant procedure, the clinical study patient experienced moderate electrode oedema. There were no neurologic symptoms due to the event and no evidence of infection. The patient was hospitalized and administered methylprednisolone. The event was assessed as unlikely related to the implant procedure, and the relationship to the device hardware and stimulation was assessed as probable, specifically the leads. The event was reported as resolved.